Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that when the ac adaptor of the controller was plugged in, it would not work. After investigation, they noted that there should have been 15 volts of power running through the cord, but there was none. The adaptor was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
After further review of additional information received sections date rec¿d by manufacture, device evaluated by manufacture have been updated accordingly. It was reported that the controller ac (cac) adapter was not working. The cac was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter passed visual examination and functional testing. As a result, the reported event could not be confirmed; the controller ac adapter was able to adequately provide power to a controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.